Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included overweight. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping"), fatigue ("fatigue") and arthralgia ("pain: joint pain") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals ("nickel allergy diagnosed post- essure") and fallopian tube spasm ("tibes experiencing spasms"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea and arthralgia had resolved and the allergy to metals, fatigue, weight increased and fallopian tube spasm outcome was unknown. The reporter considered allergy to metals, arthralgia, dysmenorrhoea, fallopian tube spasm, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 180 lbs. Essure insertion date:(B)(6) 2013 (note discrepancy/previously reported). Plaintiff received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy and fatigue". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet. Following events¿ abnormal bleeding (menorrhagia), weight gain, pain: pelvic area, tubal spasms and pain: joint pain were added. Event ¿dysmenorrhea and menorrhagia¿ outcome was updated to recovered/resolved. Reporter, demographics, essure insertion date, essure lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included overweight. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping"), fatigue ("fatigue") and arthralgia ("pain: joint pain") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals ("nickel allergy diagnosed post- essure") and fallopian tube spasm ("tubes experiencing spasms"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea and arthralgia had resolved and the allergy to metals, fatigue, weight increased and fallopian tube spasm outcome was unknown. The reporter considered allergy to metals, arthralgia, dysmenorrhoea, fallopian tube spasm, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 180 lbs. Essure insertion date: (B)(6) 2013 (note discrepancy/previously reported). Plaintiff received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy and fatigue". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Lot number: a36514, manufacture date: 2012-08, expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and pelvic abscess ('pelvic abscess') in a 32-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included overweight, menorrhagia, adenomyosis and ovarian cyst. Previously administered products included for an unreported indication: toradol. In (B)(6) 2013, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping"), fatigue ("fatigue") and arthralgia ("pain: joint pain") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy disgnosed post- essure") and fallopian tube spasm ("tibes experiencing spasms"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the heavy menstrual bleeding, vaginal haemorrhage, pelvic pain, dysmenorrhoea and arthralgia had resolved and the pelvic abscess, allergy to metals, fatigue, weight increased and fallopian tube spasm outcome was unknown. The reporter considered allergy to metals, arthralgia, dysmenorrhoea, fallopian tube spasm, fatigue, heavy menstrual bleeding, pelvic abscess, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: 2 on left cornua and 2 on right cornua current weight: 180 lbs. Essure insertion date: (B)(6) 2013 (note discrepancy/previously reported). Plaintiff received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy and fatigue". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Lot number: a36514 manufacture date: 2012-08 expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jun-2021: medical record received: reporter added, case became medically confirmed. Medical history, historical drug and reporter causality added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)/abnormal bleeding (vaginal, menorrhagia)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') and pelvic abscess ('pelvic abscess') in a 32-year-old female patient who had essure (batch no. A36514) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". The patient's medical history included overweight. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), pelvic pain ("pain: pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping) / cramping"), fatigue ("fatigue") and arthralgia ("pain: joint pain") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), allergy to metals ("nickel allergy diagnosed post- essure") and fallopian tube spasm ("tibes experiencing spasms"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, vaginal haemorrhage, pelvic pain, dysmenorrhoea and arthralgia had resolved and the pelvic abscess, allergy to metals, fatigue, weight increased and fallopian tube spasm outcome was unknown. The reporter considered allergy to metals, arthralgia, dysmenorrhoea, fallopian tube spasm, fatigue, menorrhagia, pelvic abscess, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 180 lbs. Essure insertion date: (B)(6) 2013 (note discrepancy/previously reported). Plaintiff received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy and fatigue". Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Lot number: a36514. Manufacture date: 2012-08. Expiration date: 2015-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. New event pelvic abscess was added. Cluster ID was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergoes essure confirmation test". On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), allergy to metals ("nickel allergy diagnosed post- essure") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, dysmenorrhoea, allergy to metals and fatigue outcome was unknown. The reporter considered allergy to metals, dysmenorrhoea, fatigue and menorrhagia to be related to essure. The reporter commented: plaintiff received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: pfs received. Case became incident. The previously reported event injury was replaced with events from pfs: dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), nickel allergy, fatigue and plaintiff did not undergoes essure confirmation test. Essure insertion date, removal date with procedure were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We have conducted a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.